Event description:
Healthcare professional reported ¿deflation¿ this record is for the right side. Device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: ¿deflation¿.

Event description:
Healthcare professional reported, ¿deflation¿. This record is for the right side. Device was explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, 1 opening assessed, as surgical damage. No other observations observed. No further actions are required, as no manufacturing issues are observed.